Manufacturer narrative:
The insulin pump was received with currents in specifications. No unexpected failed battery during testing. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose readings of 444 mg/dl and stated that the batteries were not lasting. Customer also received a failed battery test alarm. Customer's blood glucose reading at the time of the call was 115 mg/dl. No further information reported.